Event description:
The customer reported the fiber was returned due to "decreased tissue vaporization and scattered beam/forward firing issues". No add'l info was available. Pt outcome: "no injury to pt reported".

Manufacturer narrative:
(B)(4). Fiber analysis: the fiber cap remains intact and attached and was found to be melted and drilled through. The cap was also found to exhibit burnt detritus and abrasions. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The fiber/cap conditions would cause forward firing. The most probable root cause of the device issue was suspected to be localized heat accumulation/user handling, due to anatomical/ procedural factors encountered during the procedure, limiting the performance of the fiber.